Event description:
According to the reporter: there was a piece of the bag that fell in the abdominal cavity when the bag was introduced in the patient abdomen. The surgeon succeeded to retrieve the piece out of the patient. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required.

Manufacturer narrative:
(B)(4).